Event description:
Additional info received from MFR on 06/05/1998: the co's service dept found moisture on the keypad and overlay of the system 97 intra-aortic balloon pump. The keypad and overlay were replaced, pneumatics performance was checked and both safety and functional tests were performed. The unit was then returned to the customer. Co has not observed a significant number of field failures which could possibly indicate that this problem requires immediate corrective action. However, datascope will consider this customer's concerns in future intr-aortic balloon pump designs. There was no pt injury or harm reported in the above referenced event.